Event description:
Procedure type: lap appendectomy. According to the rptr: while inserting a dilator into the expandable sleeve, the tip of instrument broke off and the broken piece fell into the cavity. The surgeon removed the instrument and retrieved the broken piece from the cavity. The procedure was completed with another device. The operating time and incision were not extended as a result. No pt injury was reported. Pt status: ok. No further pt info available.